Event description:
The user was leaving his home to go to doctor appt. Allegedly stepped down one step outside his home and had his rollator on the ground. He had both hands on the hand grips and had the brakes engaged. When he stepped down the rollator rolled out from under him and he fell onto the concrete. Since he was on his way to the doctors he had his arm checked out. He had an abrasion, no broken bones.